Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sense. The patient will be brought in to have the rv lead sensitivity reprogrammed. No patient complications have been reported as a result of this event.